Manufacturer narrative:
Concomitant medical products: x2dr01 ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.